Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
(B)(6) 2025: patient underwent implantation of a left parietal rns system with bilateral thalamic leads. (B)(6) 2025: returned for wound check. Incision showed poor healing with erythema but no drainage. Prescribed oral keflex for 7 days. (B)(6) 2025: follow-up wound check revealed further wound breakdown. (B)(6) 2025: sutures removed; wound continued to demonstrate impaired healing. (B)(6) 2025: follow-up visit noted incision remained partially open. (B)(6) 2025: rns system explanted. Cultures from blood and rns hardware were positive for mrsa, source identified as "wound, deep." Patient completed oral antibiotics through (B)(6) 2025 and remains on IV vancomycin through (B)(6) 2025.